Event description:
It was reported that the ilet user experienced low glucose and sought advice on lowering insulin delivery per hcp guidance. Review of use reports revealed announcing 'less than usual' meals for snacks and pausing for lows. Counseling was provided on therapy settings, correct meal announcement protocol, announcing smaller snack sizes, and pausing insulin for lows, indicating a usage issue related to procedure and the user interface. Symptoms included hypoglycemia with a nadir of 59 mg/dl. Outcomes included serious injury leading to unexpected medical intervention with oral glucose. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem with no device problem found, characterized as improper or incorrect procedure or method involving the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.